Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, postoperatively the right femoral artery required closure; the 6f exoseal vascular closure device (vcd) failed and, given poor vascular condition and thin subcutaneous fat, compression showed no bleeding and the patient's condition improved and he was transferred out of ICU. The event did not cause obvious harm but posed high risk for hematoma or pseudoaneurysm. Manual compression was applied for less than 30 minutes, and fingertip pressure was maintained for several minutes during device removal. There was no reported injury to the patient. The patient was admitted after a car accident with left chest pain for about 1 hour. Under local anesthesia. The patient underwent splenic artery angiography and embolization. The device was stored according to the instructions for use (IFU), and no anomalies were noted prior to use. The mynx vascular closure device (vcd) was prepared according to the IFU without difficulty, the storage temperature did not exceed 25°c. The device was not purged of air during preparation. The device was removed gently from the package by its handle. The deployer had four years of experience using the mynx device. No significant resistance or excessive force occurred during shuttling, and no unusual force was applied during sheath retraction. The vessel diameter was verified to be at least 5 mm, and there was no vessel tortuosity, peripheral vascular disease, calcium, or scar tissue near the puncture site. No kinks were noted in the sheath or device after removal. The device was not retained by the department and therefore cannot be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa.

Event description:
As reported, postoperatively the right femoral artery required closure; the 6f exoseal vascular closure device (vcd) failed and, given poor vascular condition and thin subcutaneous fat, compression showed no bleeding and the patient's condition improved, and he was transferred out of ICU. The event did not cause obvious harm but posed high risk for hematoma or pseudoaneurysm. Manual compression was applied for less than 30 minutes, and fingertip pressure was maintained for several minutes during device removal. There was no reported injury to the patient. The patient was admitted after a car accident with left chest pain for about 1 hour. Under local anesthesia. The patient underwent splenic artery angiography and embolization. The device was stored according to the instructions for use (IFU), and no anomalies were noted prior to use. The exoseal vascular closure device (vcd) was prepared according to the IFU without difficulty, the storage temperature did not exceed 25°c. The device was not purged of air during preparation. The device was removed gently from the package by its handle. The deployer had four years of experience using the exoseal device. No significant resistance or excessive force occurred during shuttling, and no unusual force was applied during sheath retraction. The vessel diameter was verified to be at least 5 mm, and there was no vessel tortuosity, peripheral vascular disease, calcium, or scar tissue near the puncture site. No kinks were noted in the sheath or device after removal. The device was not retained by the department and therefore cannot be returned for evaluation.

Manufacturer narrative:
As reported, postoperatively the right femoral artery required closure; the 6f exoseal vascular closure device (vcd) failed and, given poor vascular condition and thin subcutaneous fat, compression showed no bleeding and the patient's condition improved, and he was transferred out of ICU. The event did not cause obvious harm but posed high risk for hematoma or pseudoaneurysm. Manual compression was applied for less than 30 minutes, and fingertip pressure was maintained for several minutes during device removal. There was no reported injury to the patient. The patient was admitted after a car accident with left chest pain for about 1 hour. Under local anesthesia. The patient underwent splenic artery angiography and embolization. The device was stored according to the instructions for use (IFU), and no anomalies were noted prior to use. The exoseal vascular closure device (vcd) was prepared according to the IFU without difficulty, the storage temperature did not exceed 25°c. The device was not purged of air during preparation. The device was removed gently from the package by its handle. The deployer had four years of experience using the exoseal device. No significant resistance or excessive force occurred during shuttling, and no unusual force was applied during sheath retraction. The vessel diameter was verified to be at least 5 mm, and there was no vessel tortuosity, peripheral vascular disease, calcium, or scar tissue near the puncture site. No kinks were noted in the sheath or device after removal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18436370 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿, could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.